Event description:
On 07/05/2022, it was reported by a sales representative via sems that a ar-9510-2 broach handles springs and mechanisms came out. This occurred during an unknown case, with no patient effect reported. No additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device is not expected to return. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause of the reported failure is use error.